Event description:
Report received of "cerebro-spinal fluid leak from the specimen tube containers". The incident occurred during transport of the specimen tubes containing cerebro-spinal fluid to a reference lab. It was reported that after a lumbar tap was done on an unknown adult pt, two tubes filled with an unspecified amount of cerebro-spinal fluid were placed in a sealed specimen bag and sent to the lab via pneumatic tube as per their usual procedure. The specimen was received intact when it arrived at the lab dept. Report source stated that the unknown tests are being done at another facility. The specimen was picked up by a medial courier the same day without any noticeable fluid leakage. It was reported that the cerebro-spinal fluid leaked into the sealed bag upon reaching the reference lab. The unspecified tests could ot be performed since there was inadequate amount of cerebro-spinal fluid left in the speciemen tubes. The physician was notified of inability to perform the tests. A repear lumbar tap procedure was not necessary. The physician had made an unspecified diagnosis independent of the cerebro-spinal fluid test results. There was no pt adverse event or delay in treatment reported. Additional info was requested, but no further info was available.